Event description:
Cory from mercy medical center called to report that the customer was hospitalized due to high blood glucose and ketoacidosis. Customer's blood glucose was 557 mg/dl at the time of hospitalization. Caller stated that the doctor requested replacement of the insulin pump. It was unable to troubleshoot the insulin pump due to the battery cap was lost. Advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.